Manufacturer narrative:
Analysis of programming history.

Event description:
While performing an internal battery life calculation it was noted that on (B)(6) 2008, a vns patient was interrogated and their settings were 1/20/500/30/60 which were likely caused by an interrupted system diagnostic test at their previous visit on (B)(6) 2008. The patient's therapy was titrated back up on (B)(6) 2008.